Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be deployed within the duodenum of a patient during a stent placement procedure. According to the complainant, the indication for the procedure was for treatment of a stenosis within the pyloric region of the duodenum. During the procedure, the physician attempted to deploy the stent; however, severe resistance was met which caused the outer sheath to bend and the stent could not be deployed. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient¿s condition post procedure was reported to be good. Based on the evaluation findings, which indicate that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. Evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was fully mounted on to the device. The distal handle had been moved distally off the stainless steel shaft by 122mm. The outer sheath was accordioned for 8mm distal to the distal handle and also at 95mm distal to the distal handle. During a functional analysis, it was not possible to retract the outer sheath due to a resistance and due to the condition of the returned device. The distal handle had been moved distally. The shaft was dissected at the proximal end of the clear section and no issues were noted in movement of the outer sheath. The stent and distal end of the inner lumen were withdrawn from the outer sheath and no issues were noted with their profiles. The proximal end of the outer sheath was dissected longitudinally and it was noticed that the polytetrafluoroethylene (ptfe) coating had detached from inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.